Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 508 mg/dl. Elevated bg was addressed via correction bolus and supply change. Tandem technical support commenced conducting system check. However, during troubleshooting it was identified that the customer is using off label insulin (fiasp). Tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin.